Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head and acetabular cup were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Concomitant medical products: 15-105050 m2a 1 piece shell lot 112050, 11-103208 taperloc porous femoral stem lot 901670. Reported event was unable to be confirmed as event details are unknown.. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause could not be determined without event information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.